Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 90mg/dl, 130mg/dl. Tests were done less than 10 minutes apart with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.